Manufacturer narrative:
It was reported that an attempt to deliver the resolute onyx was unsuccessful. A non-medtronic guide extension catheter (gec) was inserted. Another attempt was made to deliver the resolute onyx, but was unsuccessful. The vessel was dilated with a non-compliant balloon. The non-medtronic gec was removed and another non-medtronic gec was inserted. The stent was not on the balloon when the device exited the gec. The stent was able to be retrieved from the gec. Another brand stent was successfully deployed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was used to treat a severely tortuous, severely calcified lesion exhibiting 80% stenosis in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered. Excessive force was not used during delivery. It was reported that the stent became dislodged inside the guide liner extension catheter during delivery to/at the lesion. The stent was able to be retrieved. The patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.